Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and moisture damage on the insulin pump. The customer's blood glucose level was 12.2 mmol/l at the time of the incident. The customer stated that they went swimming with the pump on. The customer stated that the pump beeped and went blank. The product was returned for analysis.